Event description:
It was reported that during implant procedure, the right ventricular lead exhibited an insulation anomaly. The lead was not implanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis confirmed the reported insulation anomaly. The insulation was wavy throughout the lead body. The root cause of the anomaly could not be determined.